Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his first implant went dead within a year had a half. The patient stated it would take 10-11 hours to charge and he couldn't recharge it. The patient thought it was because of one of the devices he couldn't recharge. The implant was replaced. No patient symptoms reported.